Event description:
It was reported that the customer was hospitalized a couple weeks ago. It was stated that the customer experienced a low glucose, and the insulin pump was checked to make sure there is nothing wrong with it. It was stated that the customer primed in the morning, but his glucose level dropped in the evening. Further testing could not be performed as customer had removed the battery and reservoir. The caller inserted a new battery, and the alarm history revealed several different error alarms. The basal and bolus wizard still were in the history, but there was no bolus or priming history. The caller called back from the hospital and stated that the customer will be disconnected from the insulin pump for a while. It was stated that he will call back to have the replacement before starting the insulin pump therapy. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.